Manufacturer narrative:
(B)(4). Covidien was not authorized to evaluate the device.

Event description:
It was reported that the 840 ventilator's upper display was inoperative. The ventilator was not in use on a patient at the time of the event.